Manufacturer narrative:
Visual and functional testing of the subject device could not be performed as the device was not returned for evaluation, therefore a root cause for the reported event could not be determined with confidence. Without a return, the customer's complaint could not be verified nor investigated. A potential root cause for the claim that the wand was not cutting properly could be the result of using the device for an excessive amount of time, which can extensively wear the electrodes. The complainant's claim that the suction was deficient could likely be due to tissue blockage.

Event description:
It was reported that during a tonsillectomy procedure using a procise max wand, the wand was allegedly not performing or suctioning efficiently. The surgeon opted to complete the procedure using a competitive device. There was no significant delays or patient complication reported as a result of this event.